Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the fox plus balloon catheter was used during an angioplasty procedure of a stenosed auxilliary shunt. The first inflation was performed with a fox plus 5mm balloon and then sized to a fox plus 8mm balloon. The fox plus 8mm balloon ruptured during the second inflation at 8 atm. There were no reported adverse pt sequelae. No additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.